Manufacturer narrative:
The acunav catheter used during this procedure was not identified or returned so no investigation could be performed. However, based on the complaint description it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
The echo image of the acunav catheter was not recognized. The echocardiograph was reconnected several times but the issue continued. The issue was resolved by changing the catheter to another one." The procedure was completed without patient's consequence. The complaint product(s) will not be returned for analysis. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.